Manufacturer narrative:
H3: one used product and one video were received for analysis. Visual inspection found that the female luer of the infusate line had a hairline crack. Functional testing was performed where the infusate fluid path was primed using an ICU medical provided syringe. A leak was observed from the female luer of the infusate line. The customer complaint was confirmed, and the probable cause was determined to be due to unintended external forces on the luer.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after priming, approximately 30 minutes after the patient began using the device for transfusion, blood was found to be leaking from the upstream connector that connects to the infusion set. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.